Event description:
Caller alleged discrepant results using the inratio meter: results as follows: inratio: 5.3, lab: 4.2. Meter and lab testing was done within two hours. Pt self tester is new inratio user and has had the meter about three weeks.

Manufacturer narrative:
Pt is anemic and taking synthroid for thyroid issues. Per product user guide - limitations, hematocrit ranges between 30-55% will not affect test results. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Pt current medication and health status may lead to unexpected inr result or testing error. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed. Date: (B)(6) 2011, inratio: 5.3, reference: 4.2, confidence limits: 2.6 - 6.9. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Recent test conducted on lot# 248203 on 06/13/2011 met accuracy criteria. Test results are as follows: donor 52 = 2.0, 1.5, 1.6 inr; donor 53 = 2.7, 2.9, 2.8 inr. At least two our three replicates are within the allowable bias (+ or minus 1.0) of reference results for donor 52 (1.70 inr) and 53 (2.53 inr), respectively. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. Recent testing with retained products met accuracy criteria. Pt's conditions and medication as a cause of the unexpected results may not be ruled out. (B)(4). Action threshold (B)(4) has been reached. (B)(4). Test records indicated all strip test results met product performance requirements when compared to the results from in vivo tests. Corrective action not required at this time.